Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00877503602 name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, lot:2683298; part: 00620205622 name: shell porous with cluster holes 56 mm, lot: 62289790; part: 00784801300 name: modular neck p 12/14 neck taper use with +0 heads only, lot: 62120456. This report is 1 of 2 mdrs filed for the same event (reference 0001822565-2017-01967).

Event description:
It was reported patient experienced ongoing pain in left hip arthroplasty, with onset approximately two years post-implantation. Patient was treated with otc medication, epidural injection, and narcotics. Patient was reported to have experienced instability, pain, bursitis, fever, chills, swelling, and required use of a cane and wheelchair. Patient was subsequently revised approximately four years post-implantation due to infection and loosening of the femoral stem. The explanted poly liner was found to be fractured. All components were revised.